Manufacturer narrative:
Analysis revealed normal interrogation results, acceptable visual screen, normal test results, and successful device image download. The cause of the event was traced to non-device related factors. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-100006. It was reported a patient presented to the hospital with septic shock. The patient passed away on (B)(6) 2025. It was unknown whether any abbott device or device related procedure contributed to the death.